Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. During an attempted revision procedure, the ra lead exhibited high thresholds and difficulty catching the tissue. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.